Event description:
It was reported that during an unknown procedure the touch screen not working. There were no patient consequences.

Manufacturer narrative:
Pc-(B)(4). Batch #: unknown. Investigation summary: per service manual operational and diagnostic analysis confirmed the touch screen was not working. The bezel/ito assembly, flex cable assembly main board to lcd, handpiece receptacle, nut, and cable assembly, enclosure / heat sink fan to main board were replaced as identified in the investigation to address the issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The repair and testing of the unit was completed. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.